Event description:
It was reported by a customer in the USA that, during patient use, a pb540 ventilator inspiratory port came loose/dislodged from the housing. The patient was removed from the ventilator and placed on an alternate unit. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and observed that the inspiratory conical fitting has been pulled out of the ventilator, without causing damage. The cse reinstalled the conical fitting. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).